Event description:
A clinical services manager reported that the pt was admitted to the hospital on (B)(6) 2012 in diabetic ketoacidosis with an a1c of 11.6. The hospital's certified diabetes educator found out that the pt had not checked his blood sugars for 1 1/2 months. The pt states this was because of financial problems and high co-pay amounts for supplies. The cde also learned that the pt may have been storing his insulin improperly. Since he had not tested bg in 1 1/2 months no bg history leading up to the event were provided. The clinical services manager provided pt with info and forms from abbott diabetes to assist him with the cost of testing supplies, encouraged pt to contact his insurance company to find out if there was any financial assistance available, and provided him with 3 new pods.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product could have contributed to the pt's hospitalization for diabetic ketoacidosis. No qualification record review was performed because no product lot number was reported. The omnipod user's guide warns "please read all the instructions provided in this user guide and practice the blood glucose testing procedures before using the system. Monitor your blood glucose with the guidance of your healthcare provider. Undetected hyperglycemia or hypoglycemia can result without proper monitoring," "if you are unable to use the system according to instructions, you may be putting your health and safety at risk. Talk with your healthcare provider if you have questions or concerns about using the system properly," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka developes."